Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the inner package was not sealed. During unpacking of a 12 x 2.75 mm rebel stent, it was noted that the inner package of the device was not sealed. The device did not enter the patient's body and the procedure was completed with another of the same device.